Manufacturer narrative:
The customer¿s stated issue of ¿810.9160¿ was confirmed through a review of the logs but was not duplicated through testing. The log review found no programming errors that would explain the system error. Functional testing consisting of power cycling performed on the pcu found the device operating in specification. The pcu continued to infuse for more than 72 hours without error. The system effect of the system error code is an audio alarm that cannot be silenced and infusion parameters that could not be edited. The system is designed so that current infusions may continue to infuse but infusion parameters cannot be edited. Results from a review of the pcu error log recorded an error code of 800.8000 (general os failure) on (B)(6) 2019 at 8:17:20 am. The subsystem malfunction code recorded in the event log is 810.9160. The probable cause was a timing issue between hardware and software. Software engineering stated the error is not reproducible and therefore no root cause has been determined.

Event description:
The customer reported error code 810.9160 was displayed on the pcu while normal saline was infusing on a patient. Two other pumps were connected to the right side. The following day the biomed was able to power up the system without any error occurring. There was no patient harm.